Manufacturer narrative:
The following sections have been updated: b4: date of this report . B5: describe event or problem. G4: date received by manufacturer . G7: type of report, follow-up number. H1: type of reportable event . H2: follow up type . This incident is no longer reportable due to the new information received. A new medwatch has been submitted under 0001038806-2020-02034.

Event description:
Update: it was a cover screw and not an abutment that did not fit (cover screw comes in bundle).

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of the event unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Additional device information unknown / not provided. Premarket identification PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided. Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted. No product returned.

Event description:
It was reported that the implant was removed because the healing abutment did not fit into the internal implant threads. A new implant was placed after removal.